Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that during the reaming for the humeral nail the reamer lost the head in the dyaphisis. The head was removed from the surgery site.